Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, while attempting to deploy a podj in the patient, the physician determined that the coil was the wrong size and retracted the coil. While attempting to resheath the podj, the technologist inadvertently damaged the coil. Therefore, the podj was not redeployed. It is unknown how the procedure was completed and it is unknown if there was an adverse effect to the patient. Please note that the manufacturer has requested additional information from the customer; however, no additional information is available.